Event description:
A registered nurse (rn) contacted baxter's technical service center regarding a high drain alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The technical service representative (tsr) checked the therapy log. The therapy was completed. The initial drain volume equaled 1544ml. The last fill volume equaled 1422ml. The total fill volume equaled 7999ml. The total drain volume equaled 9863ml. The total ultrafiltration (uf) equaled 1864ml. The patient did not report any symptoms. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012, regarding the reported high drain alarm. The pdrn stated she was aware of the alarm but did not know what it meant. Product surveillance explained the alarms meaning. The pdrn stated the patient has been continuing therapy on the cycler successfully since then and that there was no patient injury or medical intervention. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, the clinician inappropriately setting the minimum drain volume percentage setting too low. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.